Manufacturer narrative:
The device was returned and evaluated by cardinal health. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 3 mm from the balloon proximal neck. The review of the lot history record (f1616802) indicated that there were no reworks or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and the investigation performed, the root cause of the tear and the resistance felt during pull back could not be conclusively determined. However, this type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft), potentially contributing to a tear in the balloon. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that a mynx ace 5f/6f/7f vascular closure device's balloon popped during closure. During prep, the black marker on the inflation indicator was fully exposed. There was resistance while pulling the balloon back to the arteriotomy. The patient's hospitalization was not extended and there was no patient injury noted. Additional information was requested, but was unknown.